Event description:
Customer reported a tandem mobi cartridge alarm that occurred during the cartridge load process. The issue did not cause customer's blood glucose level to exceed 500 mg/dl. To address the problem, customer technical support (cts) confirmed the alarm, verified the cartridge alarms with consecutive cartridges, and arranged for a replacement pump to be sent. Customer was advised to put the current pump into storage mode before returning it and to follow steps upon receiving the replacement. Customer chose to use multiple daily injections as backup therapy and acknowledged all instructions provided by cts.